Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported they received medical treatment as a result of itching and skin irritation at the sensor site. The customer's blood glucose was 134 mg/dl. The customer stated their skin started to itch at the end of the sensor life. When the sensor was pulled off, it was red and itchy. The customer noticed irritation when they removed the sensor. The customer reported having site issues for 7 days. The customer reported the site issues under the sensor tape. No details were provided about the medical treatment received. The customer also reported issues with sensor updating and change sensor alerts. The sensor will not be returned for analysis.